Manufacturer narrative:
Device evaluated by manufacturer? No - lens implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, in her left eye (os) on (B)(6) 2013. The patient reported lost vision due to the development of a cataract. The patient reported the eye is cloudy. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received - the surgeon reported the type of cataract was anterior subcapsular. The lens was explanted on (B)(6) 2016, cataract surgery was performed and an iol was implanted. The prognosis is excellent. The va post-op was 20/20. (B)(4).